Event description:
Reporter indicated a vns (B) (4) handheld computer screen was freezing during interrogation. Reseating the flashcard resolves the freezing. The serial adapter cord is also loose and needs to be pushed in, in order for the handheld computer to function. The handheld computer and flashcard have been received and are currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.